Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer states the right side frame is broken at a weld where the back cane attaches to the seat rail.